Event description:
Patient underwent tonsilitis and adenoiditis (t&a). In the pacu a 0.5 cm reddened area was noted on the right corner of patient's mouth. The patient was examined by the md. At the time of discharge, a blister had developed at the site. Skin care ointment was applied to the area. On a follow up appointment 7 days later, the patient's mouth had an erythematous and mucosal lesion appeared to be almost completely healed. Bactroban was ordered twice a day (bid) and the patient was placed on augmentin for 10 days. Follow up 10 days later, showed the area healing nicely. The fissure is in a natural skin fold. It has been noted that 2 other patients (one in february and one in march) who also underwent t&a's were noted to have reddened areas in the right corner of the mouth. The provider of the t&a packs has been contacted and their quality dept. Is investigating this report. At the current time, we have obtained a suction bovie from another company to use instead of the one in the t&a packs until the investigation is complete. The replacement suction bovie is manufactured by another company but is an item in the pack provided to us by the company listed in this report.